Event description:
There was an allegation of questionable elecsys total psa immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2024, the sample was aliquoted into a secondary cup and the initial total psa result was 2.38 ng/ml. The result did not match the patient's clinical picture which prompted the customer to repeat the sample. The sample was repeated on (B)(6) 2024 and the result was 0.06 ng/ml. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. It was found that the customer only ran one level of qc on the day of the event. The investigation is ongoing.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.